Event description:
The catheter tubing split and the pt had an air embolism on 7/18/97. The pt was placed on the left side until recovery and did not have to be placed in a hyperbaric chamber. The catheter was removed.

Manufacturer narrative:
The device history review showed no related mfg issues and no other complaints of similar nature.